Event description:
Patient presented to the ER with pinching chest pain. Upon interrogation, the device was found to be in backup vvi mode hence, the device was explanted.

Manufacturer narrative:
The reported device reset was confirmed. Upon receipt, the the device was detected in hwvvi. The memory map indicated parity errors had occurred. Hwvvi reset occurred immediately after. Upon removing the device from hwvvi, it functioned normaly on the bench. The device was tested on the automated test system, and was found to function normaly. The cause of the parity errors could not be conclusively determined.